Event description:
The customer's parent reported via phone call that the insulin pump could not be uploaded. The customer's parent stated a displayable history check failed on startup alarm occurred after turning on their insulin pump. The parent stated the customer had been disconnected from the insulin pump for three months. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.